Event description:
It was reported during the procedure the subject flow diverting stent did not appose to the vessel walls and migrated the treatment site. A balloon angioplasty was performed and an additional flow diverter stent was implanted to cover the treatment site. The procedure was completed with no clinical consequences to the patient.